Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy delivery test failed. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ defibrillator indicating that therapy test fails. The fse evaluated the device and found the therapy test fails. The external paddles were malfunctioning and were replaced. The device passed testing and was returned to normal operation. Based on the information available and the testing conducted, the cause of the reported problem was the external paddles. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.